Manufacturer narrative:
The hoist was serviced one week after the incident and was found to be in working order. User error. Incident was caused by user error, as the patient should be checked at all times to make sure they are grasping the padded frame. Customer has been advised to refer to operating instructions for arjo's recommended use.

Event description:
A male resident had been placed on hoist and as the hoist was moved he caught hold of some curtains. The hoist tipped over and the resident sustained cuts to his forehead.